Manufacturer narrative:
Investigation summary bd had not received any samples for investigation. A total of 10 retained samples were functionally tested for stopper creep-out and no issues were observed: none of the cap/stopper assemblies creeped out. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: stopper creepout/loose caps. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® 9nc 0.109m 2.7 ml, 1 cap was off. There was no health impact or consequences reported.

Manufacturer narrative:
E1. Initial reporter phone #:(B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® 9nc 0.109m 2.7 ml, 1 cap was off. There was no health impact or consequences reported.